Manufacturer narrative:
The manufacturer is reporting the following complaint after a voluntary review of all complaints (reportable or not) since 2016. This report is being filed now, after being scrutinized under a newly revised risk matrix, recently adopted after inspection. The device tested positive for m. Chimaera/intracellulare (54cfu/ml), thus meeting the criteria for bacerial contamination. The facility plans on making their own mitigations and have not requested service. The customer ceased communication and an investigation was not possible due to the lack of access to the device.

Event description:
Customer notified cardioquip that their device tested positive for m. Chimaera/intracellulare (54 cfu/ml).